Event description:
In early 2008, the sales representative reported that approx ten months later, during an initial fusion surgical procedure on the patient's l4-l5, and l5-s1 spine, the surgeon placed the infix struts into the endplates at l4-l5. As he did so, the struts went into the endplates at an angle. The surgeon had to explant the endplates and struts which caused a surgical delay of one hour. The surgeon was able to finish the surgery as intended with the same size endplates and struts which he successfully implanted after the initial difficulty.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.